Event description:
The customer reported that she was experiencing low suction with her pump in style breast pump. She also reported that she had mastitis and had received antibiotics from a physician to treat the mastitis.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2013, the customer indicated that she was not expressing as much milk as usual. She also stated that she had received dicloxacillin to treat mastitis that was diagnosed by her obgyn. The customer also reported that the original pump was sent back to medela. However, as of the date of this report the original product was not received. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. A medela clinician spoke to the customer on (B)(4) 2013, at which time the customer confirmed that her issues were resolved with the antibiotics. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)].